Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a channel error. In the medical ICU, fentanyl 2500mcg/50ml, norepinephrine 8mg/250ml and propofol 1000ml/100ml were all running when system began flashing channel error. A new pump was brought in and infusions were restarted. Patient remained stable, no harm to patient.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported is a concomitant. Please refer to manufacturer report number 2016493-2022-125601, which captured the correct suspect device per investigation report.

Event description:
It was reported that the device had a channel error. In the medical ICU, fentanyl 2500mcg/50ml, norepinephrine 8mg/250ml and propofol 1000ml/100ml were all running when system began flashing channel error. A new pump was brought in and infusions were restarted. Patient remained stable, no harm to patient. Received a copy of the customer's medwatch report from FDA which states, ¿physician and nurse was assessing the patient. The "bd alaris pcu" (brain) read "channel error" in addition to "bd alaris pump" (ear) reading "channel error." Pumps were flashing red and stating "error", pumps were not infusing IV medications. Bd alaris pcu & pump immediately removed from patient care."

Manufacturer narrative:
Additional information: describe event or problem, FDA notified?, report source, report source other.

Event description:
It was reported that the device had a channel error. In the medical ICU, fentanyl 2500mcg/50ml, norepinephrine 8mg/250ml and propofol 1000ml/100ml were all running when system began flashing channel error. A new pump was brought in and infusions were restarted. Patient remained stable, no harm to patient. Received a copy of the customer's medwatch report from FDA which states, ¿physician and nurse was assessing the patient. The "bd alaris pcu" (brain) read "channel error" in addition to "bd alaris pump" (ear) reading "channel error." Pumps were flashing red and stating "error", pumps were not infusing IV medications. Bd alaris pcu & pump immediately removed from patient care."